Event description:
The customer reports that after having the unit tested, it is giving a higher max exposure rate than it should. No pt injury was reported.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.